Event description:
The customer reported an error (3:2) - charge button test error log message. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.